Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicate no lead anomalies were seen upon imaging.

Event description:
Noise causing oversensing on the right ventricular (rv) lead was noted potentially due to lead damaged. Diagnostic imagining was performed and no lead anomalies were noted. The lead was capped and replaced, and the patient was stable with no adverse consequences.